Manufacturer narrative:
(B)(6). MDR from user facility, MDR 3500 (voluntary) and MDR received from FDA. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a female patient underwent surgery for a left hemiarthroplastry secondary to left femoral neck displaced fracture. The device failed. The battery pack popped, smelled like it was burning and black dust came out of the battery pack.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record for 00515047500, lot number 63494794, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The reported event claimed that the unit ruptured spontaneously. A change has been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.